Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: due to water leak in camera unit, the image has linear scratches. In addition, new damages/defects were observed: misalignment of coupler mount. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had loose connection on the cable. The issue was noted before an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had loose connection on the cable. The issue was noted before an unspecified procedure. There were no reports of patient harm associated with the event.